Manufacturer narrative:
A revision was performed and this lead was successfully repositioned. No additional information is available and this lead remains implanted. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead dislodged. No adverse patient effects were reported.